Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell off their bike and landed on the pump touch screen with their knee causing the touch screen to become shattered. Customer is unable to interact with the pump touch screen due to the damage. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.